Manufacturer narrative:
(B)(4). The device has been received by baxter however the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The reported issue of the compact exchange device (cxd) will not spike the bags was confirmed by duplication during the evaluation performed by the pal (product analysis lab). The pal performed the spike and unspike operation using spike and unspike test set. The test failed as a result of the spike carriage sticking and would not rotate back from right to left in order to complete the operation. A visual inspection revealed the spike carriage was sticking due to an accumulation of fluid residue. The assignable cause was determined to be use error. The home patient did not clean the device as recommended to prevent buildup of residual solution. A labeling review was performed and found to be adequate. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Event description:
A customer contacted baxter's global technical service center requesting a swap of a compact exchange device ii (cxd). The care giver stated that the cxd will not spike the bag. The baxter technical service representative initiated a swap of the device. The cxd was to be returned to baxter for evaluation. There was no patient injury or medical intervention indicated at the time of the reported incident.